Event description:
A malfunction alarm with code malf 0 was reported, and the fault ID was available. There was no reported impact on the customer's blood glucose level. Technical support arranged for the pump to be replaced and confirmed that the customer would return the malfunctioning pump using a prepaid label. The customer planned to use multiple daily injections (mdi) as backup therapy and knew how to put the pump into storage mode before returning it.